Manufacturer narrative:
Device evaluation: the product was discarded. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed two additional complaints has been received for this production order number, however the two complaints were not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown, not provided. If implanted; give date: not applicable, there is no indication the lens has been implanted. If explanted; give date: not applicable, there is no indication the lens has been explanted. Telephone number: +1(418)2750110. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had lens damage. No additional information was provided to johnson & johnson surgical vision.